Event description:
The customer reported the system is displaying a regulator failure error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board. System operates as intended. (B) (4)